Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in drive-thru and dat (curative patient databases) that the patient did receive one positive curative test result. The patient's test sample barcode # (B)(4) was collected on (B)(6) 2021 edt. The patient's sample resulted in a viral CT value of 34.92, which falls in the positive range. No corrections were made to this test report upon release to the patient. Sample barcode # (B)(4) was located on plate-(B)(4) at position g6. Testing started on (B)(6) 2021 at 3:00 am est and the result for this test was released on (B)(6) 2021 at 11:42 pm est as positive. Plate-(B)(4) had only one empty well at h6 and showed no amplification and there were no positive wells surrounding well g6. After further investigation the patient deliberately placed a test swab in a sanitized cup of water and the resulting sample was a positive. Test testing personnel were retrained to ensure tests were administered correctly and observed. Per the clinical lab's investigation, results for sample barcode # (B)(4) were reported correctly and any contamination to the patient's sample was ruled out based on evaluation of the controls. Plate-(B)(4) was created in plating using the hamilton automation method (sop (B)(4)), extracted using the kingfisher method (sop (B)(4)), and prepared for qpcr. Moreover, the reagents used to test the patient's sample were in specification, not expired, passed qc and the floating blank was in the correct position. A floating blank is a well on the 96-well pcr plate that is intentionally left blank (that has no specimen) that is used to help verify the correct position of the plate in the pcr result software when the plate is undergoing review. Per vp of r&d, "the sample contained viral rna and was positive. It didn't contain human rna, but according to our eua, presence of human signal is not required if virus is detected to call sample positive. The result interpretation was correct. However, since apparently the sample collection was not performed according to the test instructions, it should not have been processed." There is no recorded record of the patient being contacted by curative about the outcome of their claim. In conclusion, curative can only confirm that the tested sample from the patient resulted in a positive result.

Event description:
Patient reached out to customer success claiming a false positive. The patient informs the agent that they deliberately put their testing swab in a sanitized cup of water, recorded this and posted it on (B)(6). The patient claims we "are not doing our job properly and she does not have covid". Patient also said their brother did the same thing and they were also positive. Patient states they broke up with their boyfriend but were in contact with them and " he's negative". Per (B)(6) communication, agent writes that sample did not have saliva.